Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced pain, discomfort, dyspareunia, tension on the left side of sling, bowel problems and erosion of tape 9-10mm on right side. A portion of the sling was excised on (B)(6) 2012; amount of sling removed was about 1 cm from the right side and 1.5cm from the left. More of the sling was removed on (B)(6) 2012; found that there was an erosion of the tape on the right side measuring 9-10 mm and this was also removed.